Event description:
It was reported that during a powerpicc placement, the sheath was very hard, and it was difficult to peel away the sheath. The peeled away sheath was jagged. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a difficult peel is confirmed. One set of pull tabs from a 4.5 microez microintroducer were returned for evaluation. The grey sheath has been fully split. Blood residue was present on the device. The break surfaces of the pull tabs were observed to be uneven and jagged. Microscopic observation of the break surfaces revealed material whitening and elongation of the splitting region of the tabs. The characteristics of the material suggest that elongation of the material may have contributed to a difficult and uneven split between the pull tabs. Since the reported issue was found to likely be manufacturing related, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during a powerpicc placement, the sheath was very hard, and it was difficult to peel away the sheath. The peeled away sheath was jagged. There was no reported patient injury. No other information was provided.